Event description:
When the lens was removed from the case the scrub technician noticed that one haptic was shorter in length.

Manufacturer narrative:
Evaluation results: visual and dimensional inspection of the returned product showed that one lens haptic was short. Surgical residue/debris on product. A work order search was performed and no similar complaint was found within the work order search. Investigation is currently open to address complaints of this nature.